Event description:
On (B)(6) 2012, the patient reported he was hospitalized from (B)(6) 2012, due to elevated blood glucose of up to 700 mg/dl. He was treated with insulin injections. His normal blood glucose range is 187-215 mg/dl. Troubleshooting did not reveal any product issues. He believes the infusion device was not delivering basal rates. He was assisted in switching to his backup infusion device. Upon follow up on (B)(6) 2012, the patient stated his blood glucose decreased to 140 mg/dl while on the backup infusion device using the same basal rates as the primary device. The infusion device was replaced. The infusion device, infusion set, insulin cartridge, and adapter were requested to be returned for evaluation.

Manufacturer narrative:
The product was received for evaluation on (B)(4) 2013. The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The adapter and battery cover passed the optical inspection. The battery expired in the year 2012 and is mechanically damaged. The used cartridge was visually, leak and glide force tested. The cartridge passed the visual test and the leakage test at different positions of the plunger rod, and the glide force measured is in accordance with product specifications. The used infusion set samples were visually inspected and tested for flow and tightness. The transfer set was occluded at the connector needle with insulin. The manufacturer tests the products during production for leaks and flow.